Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during a laparoscopic removal of left cyst + insertion of sling + cystoscopy procedure performed on (B)(6) 2014. The patient experienced complications. Patient symptoms include back pain, vaginal pain, pelvic pain, anal pain, rectal pain, pain during intercourse, offensive vaginal discharge, difficulty with bowel motions, recurrent incontinence, and psychiatric injury.

Manufacturer narrative:
Additional information: blocks a1, b3, b5, d4: lot number and d6a. Block b3 date of event: date of event was approximated to september 5, 2014, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr.(B)(6). (B)(6) hospital. Block h6: patient codes e2330 and e1405 capture the reportable events of pain and dyspareunia. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage was implanted into the patient on (B)(6) 2014. The patient experienced complications. Patient symptoms include: back pain; vaginal pain; pelvic pain; anal pain; rect pain; pain inter; off vag dis; diff bowel; rec incont; psych;